Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms causing the lead safety switch (lss) to trigger. There was noise on the ra channel in unipolar that was able to be reproduced in bipolar configuration with isometrics. Further review found high threshold measurements and loss of capture (loc) with bipolar thresholds of 4.5 volts and unipolar thresholds of 5.0 volts. The patient had any underlying rhythm and no adverse patient effects. Boston scientific technical services (ts) discussed possible causes including a fracture. The clinic noted the patient had not had any recent trauma and the lead was not old. Ts further suggested an x-ray to determine cause the hcp noted the physician may consider reprogramming and ts also discussed a possible need for revision. The ra lead remains in service.